Event description:
It was reported that the patient experienced a thrombotic stroke post procedure requiring additional intervention. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. Post procedure, the patient failed to move right upper extremities and experienced facial droop. Imaging performed revealed a thrombotic stroke. The physician performed a thrombotic aspiration and administrated the patient with cangrelor.